Event description:
The customer reported a 'pan' sound occurred and the probe distal end broke and the broken piece fell into the abdominal cavity during a tapp (transabdominal preperitoneal) procedure involving an olympus ultrasonic surgical instrument. The fallen piece has been retrieved; retrieval method was unknown. The procedure was completed by replacing with the same instrument. There was no health hazard to the patient. No additional treatment or additional anesthesia. There was no prolongation of the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.